Manufacturer narrative:
The biomedical engineer (bme) reported that the spo2 would display on the bedside monitor (bsm) screen and then stop working and then start working again. It kept losing the waveform. The bme stated that the staff reported that there was no error message as the waveform kept going out. The bme has tried to change cables, but it still does not display any waveforms. They have tried the cables on a different bsm, and the waveforms were displaying just fine. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details and the additional device information, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the bedside monitor. Central nurse's station: model: cns-6801a. Sn: (B)(6). Device manufacturer date: 11/07/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the spo2 would display on the bedside monitor (bsm) screen and then stop working and then start working again. It kept losing the waveform. The bme stated that the staff reported that there was no error message as the waveform kept going out. The bme has tried to change cables, but it still does not display any waveforms. They have tried the cables on a different bsm, and the waveforms were displaying just fine. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the spo2 would display on the bedside monitor (bsm) screen and then stop working and then start working again. It kept losing the waveform. The bme stated that the staff reported that there was no error message as the waveform kept going out. The bme has tried to change cables, but it still does not display any waveforms. They have tried the cables on a different bsm, and the waveforms were displaying just fine. No patient harm was reported. Investigation conclusion: the complaint device was received by nihon kohden. The unit was evaluated and the complaint could not be duplicated. It was determined that the customer had changed the spo2 settings, which resulted in an "ext brady" warning during testing. The warning was resolved by initializing the settings. A gap was also found between the touchpad and lcd. A definitive root cause could not be determined since we could not duplicate the issue during evaluation. Possible causes of spo2 not showing intermittently may include user error with device set-up such as incomplete cable connection, inadequate attachment of the probe, use of a damaged probe, or light interference at the sensor. Review of the complaint device's serial number does not show recurrence or other similar complaints. Attempt #1 07/24/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details and the additional device information, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the bedside monitor. Central nurse's station model: cns-6801a. Sn: (B)(6). Device manufacturer date: 11/07/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Corrected information: d1 brand name was corrected from bsm-1733a to life scope pt. D2a common device name was corrected from vital signs monitor to bedside monitor. D4 model number was corrected from bsm-1733a to bsm-1733. Primary unique device indentifier (UDI) number was corrected from (B)(4). G4 PMA/510(k) number was corrected from k080342 to k220976.

Event description:
The biomedical engineer (bme) reported that the spo2 would display on the bedside monitor (bsm) screen and then stop working and then start working again. It kept losing the waveform. The bme stated that the staff reported that there was no error message as the waveform kept going out. The bme has tried to change cables, but it still does not display any waveforms. They have tried the cables on a different bsm, and the waveforms were displaying just fine. No patient harm was reported.